Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the discrepant hb1c results is user error. The account failed to input the correct lot specific scaler values for lot gc7053 when calibrated and noted the error in june 2016 when survey samples results were returned. The account had entered an incorrect scaler value during calibration. Qc had remained within their laboratory ranges. The hb1c method uses an additional parameter called scaler values. These values are polynomial equation factors that have been determined for hb1c in order to provide the best correlation to the hba1c reference methodology. The siemens customer care center representative instructed the customer to input the correct values for their reagent lot. The hb1c flex® reagent cartridge IFU states: hb1c requires lot-specific scalers which must be entered in the calibration set up screen, prior to calibration. The scaler values are provided on the flex® reagent cartridge carton. These scalers are applied to all qc and patient results to maintain accuracy. Failure to enter the lot-specific scalers may cause inaccurate results. Entering the correct scalers into the instrument for the more recent hb1c lot in use and recalibrating had corrected the problem. The account decided to send a letter to providers letting them know that during the time span when wrong scalers in use, results were higher but they felt not significantly higher. In addition, they offered free redraws and retest if a provider requested retesting. The device is performing within specifications. No further evaluation of the device is required.

Event description:
Discrepant hb1c results were obtained on the dimension exl system on patient samples. Patient results had been reported to physicians during a period in which incorrect scaler values had been entered for the hb1c method. The discrepancy was noted when results for survey samples run in (B)(6) 2016 were received and graded as outside of survey ranges. After an investigation, it was determined that incorrect scaler values had been entered by the account for calibration. Some patient samples were rerun with the current lot of hb1c and different results were obtained. It is unknown if patient treatment was altered or prescribed on the basis of discrepant hb1c results. There was no report of adverse health consequences as a result of discrepant hb1c results.